Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received stated that the helix issue was discovered after the lead was placed in the body.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during implant of right ventricular lead the lead helix could not be rotated completely. Physician chose to use a new lead instead. New lead was successfully implanted and patient was recovering.